Event description:
The neurologist reported that the patient¿s generator has reset to 0 ma output current two times now. The patient stated that about a week after the previous appointment he stopped feeling stimulation. He started feeling it right away after re-enabling stimulation. This had happened after implantation as well. The patient's brother reported an increase in seizures. Data review identified that the generator had reset three times since it was implanted. No other anomalies were identified in the data. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality tests prior to review. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. The patient's generator's firmware was upgraded on 02/11/2020 to prevent similar reset events from occurring in the future. Generator was confirmed to be functioning normally afterwards. No further relevant information has been received to date.